Event description:
A 4.0mm diameter x 16mm length medtronic ave gfx2 stent was inserted into the target lesion in the coronary artery. No predilation of the target lesion was performed. During inflation of the balloon and partial expansion of the stent, the position of the entire system shifted and the stent was deployed at an unintended site. Another medtronic ave stent was then deployed at the target lesion site. There was no further clinical sequalea reported relative to the event and there is no further info available from the user facility.